Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms which were reproduced while running a loaded set. The false alarms were confirmed through a review of the event history log and were found to be caused by low ultrasonic readings. The upstream sensor was replaced to correct the condition. Additional information: low readings.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.